Event description:
Customer reported that the "elastic tubing that goes into the pump either came off or split from the port". There was no report of pt harm or medical intervention. Customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the eval has been completed.